Event description:
Related manufacturer reference number:3006705815-2023-06605. It was reported that the patient was unable to set the system into MRI mode due to high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the patient also experienced ineffective therapy following multiple falls. Surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with new leads to address the issue. After the leads were removed, it was noted that the leads had fractured. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.